Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 12 mmol/l. Troubleshoot was performed for power error detected. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed trace pointers are invalid error, history pointers failed and history pointers are corrupted error, and post-reset ram crc alarm immediately after battery installation, power supply test failed during self-test during self test, and power error due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the device was monitored and is functioned properly. Device was also received with scratched case, stained keypad overlay, keypad overlay texture damage, and cracked select button keypad overlay.